Event description:
It was reported the image of the gastrointestinal videoscope had noise. The issue occurred during inspection for use. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the image noise was likely caused by a cracked objective lense. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.